Event description:
It was reported that a large volume infusor did not fully deliver its contents during infusion. According to the report, the device was filled with 4800mg of fluorouracil in 0.9% sodium chloride. The device was then attached to the patient at the left cephalic vein using a peripherally inserted central catheter; however, after 46 hours, approximately a quarter of the drug remained in the device and the reservoir was not fully deflated. No flow was noted when the device was removed from the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured january 15, 2015 to january 16, 2015. The device was received for evaluation containing approximately 155ml of fluid in the reservoir. Visual inspection did not reveal any blockage or abnormality. A functional flow test was performed, and evidence of continuous flow was observed at the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Clarification was received from the customer that, "it was not observed whether product flowed out of the device following disconnection from the patient." The fill volume was 230ml. After the expected infusion time, it was calculated that approximately 68% of the final volume remained in the device. Should additional relevant information become available, a supplemental report will be submitted.